Event description:
Boston scientific tricep non-retracting hooked-prong grasping forceps to retrieve kidney stone on the left side of patient. Prior to use full inspection complete noted to be intact and in working order. When forcep removed from patient, tips of forcep missing. After internal and external exam performed by doctor, unable to visualize or retrieve tips of forceps.